Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due the receiver not turning on. Functional tests were not performed and failed due to the receiver not turning on. The receiver log was not downloaded and reviewed due to the receiver not turning on. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.